Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1886 was returned for analysis.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. After battery installation, unit powered on with unexpected blank display. Unit was cut open to perform a visual inspection and found moisture on: pcba1 and force sensor gold traces. Isolate to electronic stack. Unit received with: cracked case (battery tube), battery tube threads - cracked, cracked case, pillowing keypad overlay, and scratched case. In summary, customer allegation for cosmetic damage on pump case was confirmed during visual inspection. Unexpected blank display noted. Blank display due to corroded electronic assemblies. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.